Event description:
Patient had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had a fall due to a seizure and was admitted to the hospital. The patient has a broken hip and is reportedly having increased seizures. It is not clear if the hospital admission was to treat the increased seizures or the broken hip. No other relevant information has been received to date.

Event description:
Product analysis was approved on the generator and high impedance was seen while the device was implanted. It is likely the increased seizure event is related to the high impedance seen. The suspect device has been changed to the lead. Requests for detailed programming history on the explanted and newly implanted device have been made. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Hospitalization coding was not selected in the initial report. No other relevant information has been received to date.

Manufacturer narrative:
B2. Outcomes attributed to adverse event (check all that apply) ; corrected data; initial MDR inadvertently omitted selecting hospitalization.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.